Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. Upon procedure, it was found that there was a hole in the neck of the balloon that caused a fluid leak. The balloon was removed and replaced with a new one. There were no additional patient complications reported.